Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was trying to upload her old insulin pump; it had a low battery so she changed the battery but received a failed battery test alarm. Blood glucose value is unknown. The contacts on the battery cap are not missing or damaged and the battery compartment and spring are not damaged or corroded. It was advised to clean the battery cap and insert a new battery. The customer tried a backup battery and the battery from the current insulin pump but received a failed battery test alarm both times. The customer did not have a new battery to test. The customer was advised to call back if alarm occurs again with new battery.